Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was syringe volume inaccuracy. Prior to loading the syringe, the syringe indicated a volume of 4.0ml; however, the pump was indicating there was a volume of 3.82ml. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported there was syringe volume inaccuracy. Prior to loading the syringe, the syringe indicated a volume of 4.0ml; however, the pump was indicating there was a volume of 3.82ml. There was no information on patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: reported issue inaccuracy syringe volume could not be identified. No device was returned for this investigation; the facility provided photos showing the syringe measure on the screen as described by the reported issue. A log analysis was not able to be performed as there were no devices or logs returned for investigation. Testing was not able to be performed as the devices were not returned for investigation. Instructions to follow according to syringe loading alaris¿ pca and syringe modules tip sheet. Alaris system user manual v9.33 advises using the smallest syringe necessary to prevent start-up delays, delivery inaccuracies, and delayed occlusion alarms, particularly for high-risk or life-sustaining medications administered at low infusion rates. It also emphasizes ensuring the plunger is positioned correctly to avoid unexpected volume readings. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems (refer to the bd alaris¿ system with guardrails¿ suite mx user manual). The alaris system user manual v9.33 notes approved syringes for use with the alaris syringe module. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of syringe volume inaccuracy could not be identified because the requested devices or their associated logs and data set were not provided by the facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.